Manufacturer narrative:
No button error alarms were noted. The pump had intermittent button response due to moisture damage on the keypad trace. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. No numbers ramping up or scroll bar moving with no input noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The esc, act, and down arrow buttons were unresponsive. When she tried to bolus, the numbers on the insulin pump's screen started to scroll. Customer's blood glucose level was 176 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.